Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experiences ineffective stimulation. The patient has not charged or used the scs system for over eight months. The ipg is unable to communicate with external devices. Surgical intervention may be taken to address the issue.